Event description:
It was reported that a patient was presented in ER with chest pain. The device failed to recognize vt episodes. It was suggested to reprogram the device. Patient is doing fine.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
New information received indicated that programming changes were made. No further issues were noted. The patient is scheduled for follow-up.